Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports the device was just purchased, not sharp, caused pt pain during procedure. Date: (B)(6) 2014 nurse practitioner confirms having caused the pt pain with the device when taking cervical biopsy. Sample taken successfully, otherwise no harm done.